Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and gel bleed.

Event description:
Patient reported "many people in my café had ruptures", "people in café talk about gel bleed which they say is worse than rupture as the gel spreads to the whole body". Patient questioned if implants "become more problematic after six years of implantation". Side and status of the devices unknown.